Manufacturer narrative:
This if a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, neural response telemetry responses were obtained on 2 electrodes during surgery. However, the patient did not respond in 2006 at the initial activation of the cochlear implant system. The results of an integrity test done the following month, were consistent with normal receiver/stimulator function. The responses on the electrode tests were inconsistent with normal device placement. Per the audiologist's report, the report on a CT scan in nov-2006 indicated that the electrode array was not in the cochlea. The device was explanted and the patient was reimplanted with a new device in 2007.